Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: investigation revealed an undamaged keypad with unresponsive audio bolus, ok, up and down keypad buttons. Upon removal of the keypad cover, no damage was observed to the button contacts. The bolus button was removed and no damage was found. The pump was opened and moisture damage was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture in the battery compartment. In addition, it was reported that the ok, down, up and contrast buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.